Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user powered off and removed the ilet during court due to alerts while experiencing a low, then remained disconnected for several hours and later experienced elevated blood glucose up to 350 mg/dl; the user subsequently powered the device back on by placing it on the charger and reported two daily hypoglycemic episodes since starting ilet, occurring in early mornings and late evenings. Symptoms included hypoglycemia with blood glucose in the 40s. Outcomes included self-management without professional intervention or hospitalization; the user administered 10 units of subcutaneous insulin via backup therapy for the hyperglycemia and did not report acute sequelae. Investigation included complaint review and user interview. Investigation of this case revealed insufficient information to identify a device malfunction or use error contributing to hypoglycemia or hyperglycemia. It was concluded that the cause of the hypoglycemia and subsequent hyperglycemia is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.